Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 02/28/1998 at a retail vendor. Approximately six weeks later the left ear at the piercing sight became infected. She was admitted into the hospital on 04/02/1998 and received intravenous antibiotics. She was released on 04/04/1998.